Event description:
The complainant reported, a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the impella cp failed to start and an automated impella controller (aic) change did not resolve the issue. The clinical team mentioned that a "red line" remained in the cannula. The patient was in a heavy critical situation and the medical team decided to stop the resuscitation and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported pump did not start, issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no logs were returned for investigation. The returned pump was investigated. And no red lumen was observed in the pump. No other abnormalities were observed. The pump was run in a bucket and ran within specification. The cause of the pump not starting was most likely use related and related to not removing the red lumen prior to starting the pump. This report is being filed as part of a retrospective review of historical records.